Manufacturer narrative:
This report is submitted on august 14, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced poor performance with device use subsequent to sustaining a head injury, however the issue could not be resolved. The patient's device was explanted on (B)(6) 2017.